Event description:
Customer dr (B)(6) contacted therakos on (B)(6) 2013 and spoke with therakos clinical affairs. Customer was questioning his experience with a ctcl pt. The pt has been treated with xts instrument for several yrs. Recently the pt received 2 treatments on a cellex instrument and noted an increase in skin erythema and itching. No other symptoms and no changes in other medications. He was treated with xts instrument again and the symptoms resolved. No other pts with similar issues. The customer asked if therakos was aware of any differences between treatments performed on the cellex vs xts instruments. Therakos clinical affairs reminded dr (B)(6) of an abstract regarding cells counts and mentioned that therakos is pursuing immunologic parameters from both instruments. Therakos clinical affairs mentioned that therakos is not aware of similar reports from other customers. Therakos clinical affairs mentioned that it's possible that the pt may have had a concomitant viral infection. Dr (B)(6) was concerned that the uvadex dose was different between the 2 instruments and was wondering if that was an important factor. Therakos clinical affairs reminded dr (B)(6) that the buffy coat cell yields are slightly higher with clx but the amount of fluid in the buffy coat bag is slight less, therefore, a lower uvadex dose. Therakos clinical affairs also reminded dr (B)(6) that the dose of uvadex is in far excess of that required for efficacy. Dr (B)(6) indicated that he was considering infusing the higher xts instrument dose of uvadex to the clx instrument buffy coat. Therakos clinical affairs responded that administering a dose different than that indicated by the standard calculation would be considered off-label usage.

Manufacturer narrative:
This event is reportable, but due to the lack of info a f/u report will be required. This event has been assessed as serious, not expected and related to the treatment. As per clinical studies a successful response to the ecp treatment is defined as 25% reduction in skin score maintained for four consecutive weeks and, always based on clinical studies, the successful response is generally obtained after six months of treatments. As per customer info the pt worsening of the skin condition was observed immediately after the two treatments. Based on the above, pt allegation of ecp lack of efficacy needs to be confirmed and further investigations are ongoing in order to complete the event documentation. (B)(4).